Event description:
Hip surgery (plate insertion) originally performed on 2/14/96. Hip plate broke. Pt readmitted. Repeat surgery on 4/23/96. Broken plate taken at that time by the physician and given to the MFR's rep. Plate is currently with co.